Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the vent roller pump stopped without any audible or visual alert/alarm messages on the local pump display or central control monitor (ccm). The roller pump was in "stop" mode and was being used as a sucker pump. The pump was off for a very short time (ten to fifteen seconds). The device was not changed out, as the perfusionist (ccp) was able to restart the pump. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The customer took the roller pump out of service after the surgery, in order to send back to the manufacturer for repairs.